Event description:
Pt was admitted to ICU with chest pain and shortness of breath and was placed on a mindray panorama bedside monitor. On the day after admission, the pt experienced an event of lethal ventricular arrhythmias and when a code was called, the pt could not be resuscitated and died. To the best of our knowledge, the following events appear to have occurred. The pt developed sustained polymorphic ventricular tachycardia at a rate of greater than 150 beats per minute. Both the rate and duration exceeded the threshold for detection of ventricular tachycardia set on the monitor for the pt, which was 6 or more beats and rate of 120 bpm or higher. This rhythm then degenerated to sustained ventricular fibrillation, which was followed by a slow agonal rhythm. Following the event, the pt's data reports were downloaded from the mindray monitor, including the following reports that are coincident with the event: sequential ECG strips ("full disclosure zoom in reports"), the "full disclosure report," and the "event list report." These reports indicate that neither the sustained rapid polymorphic ventricular tachycardia event nor the sustained ventricular fibrillation event were detected by the monitor. Several hours before the event, the pt's general bedside auditory alarm function was turned off; however, as described in the mindray panorama monitor manual, ventricular tachycardia and ventricular fibrillation are identified as "lethal-arrhythmia alarms," which are automatically configured as priority 1 alarms whose priority alarm status cannot be modified. Because the monitor did not detect either the ventricular tachycardia event or the ventricular fibrillation event, neither the visual or auditory priority 1 alarm functions could be activated for these "lethal-arrhythmia" events. Absent the alarms, the sequence of the development of the ventricular arrhythmias was not observed or recognized by personnel at the remote central station in the ICU or on the visual display in the room.